Event description:
The pt stated that she recently received a shipment of infusion sets and all of the infusion tubings from both boxes have separated at the luer connection. The pt stated that she became aware of the separation when she saw and smelled insulin leaking from the infusion tubing. The pt's blood glucose was not affected. The pt stated that she was not aware of the recall until she opened the second box infusion sets. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced. The pt did not retain the alleged infusion sets for evaluation. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.